Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the arm. According to the patient, on approximately (B)(6)2025, they experienced a hyperglycemic event. The patient is unable to recall the cgm value and it is unknown if the patient was using a blood glucose meter when they were without cgm readings. The patient experienced feeling unable to breathe, extreme pain, thirst and was very weak. The patient called an ambulance and when the paramedics took a fingerstick the blood glucose reading was 27.0 mmol/l. The patient would have also lost consciousness, but it was unknown at what point during the event. The patient was treated with insulin (route unknown) and was hospitalized. The patient reported the event after 3 days and was still admitted into the hospital at that moment, and the plan was for the patient to be discharged the day after. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.